Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, the first attempt to load the valve fluoroscopy revealed a bent strut at the proximal end of the valve. A second load was attempted and infolding through the valve wasobserved with nodes 0-5. The third valve load was acceptable. The valve was inserted into the patient's annulus but did not open properly. It was reported that the valve was under-expanded. The valve was retrieved from the patient and a new valve was loaded and implanted successfully. No adverse patient effects were reported.